Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that soon after the implantation of this konect aortic valved conduit model 11060a23, bleeding through the join between valsalva portion and straight portion of graft occurred on coming off bypass. The issue occurred after a long cardiopulmonary bypass (cpb) time and platelets and ffp post protamine had been given. 1x4.0 suture and tisseal fibrin glue were used. The konect device was soaked as per IFU prior implantation. There were not any tears noted in the graft before implantation. The issue was solved without need of second pump run and patient was closed and transferred to ICU. The patient was noted as to be recovering.

Manufacturer narrative:
Correction: h6 (type of investigation) updated: a2 (date of birth), b5, d4, g3, h4, h6 (type of investigation, investigation findings, investigation conclusions) h10 additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. A video taken during the procedure was provided and reviewed. Customer report of bleeding through the joint between valsalva portion and straight portion of the graft was confirmed through video evaluation. A video of konect device during procedure was provided. Video appeared to show blood leakage around the valsalva seam of the konect device. It is unlikely that a damaged graft would pass manufacturing inspections, and the surgeon did not notice any tears in the graft before implantation. Based on the information available, root cause of the bleeding through the graft appears to be a tear or cut in the graft, however the cause of the damage could not be conclusively determined. It is possible that the graft was damaged during use. An edwards manufacturing defect has not been confirmed.

Event description:
Edwards received notification that soon after the implantation of this konect aortic valved conduit model 11060a23, bleeding through the join between valsalva portion and straight portion of graft occurred on coming off bypass. As reported, the issue occurred after a long cardiopulmonary bypass (cpb) time and platelets and ffp post protamine had been given. The surgeon used 1x4.0 suture and tisseel fibrin glue. The issue was solved without need of second pump run and patient was closed and transferred to ICU. The patient was noted as to be recovering. As reported, the konect device was soaked for 5 mins as per IFU prior implantation. Reportedly, there were not any tears noted in the graft before implantation and the graft was not clamped near the site of bleeding. This was the first implant of konect performed by this surgeon.